Event description:
This was a gastric bypass patient done in late 2008. Dr eyman inserted the 5mm trocar into the patient. He inserted a grasper and started manipulating the bowel. The trocar snapped in half. Dr removed the broken piece of trocar. The patient was not injured in any way. All the pieces of the trocar was removed off the o.r. Table.